Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 19) during the loading sequence. The customer's blood glucose was 185 mg/dl. Reportedly, the customer did not have additional supplies available at the time of the call. A cartridge was loaded after ending the call with tandem technical support.